Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise suspected to be myopotential noise. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).